Event description:
It was reported that there was a table accessory error message and the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The microswitches were replaced and aligned. The system was tested and found to be working as intended and returned to service.